Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated the patient was at work when the cgm was displaying 110mg/dl; however, the patient passed out and hit his head. It was indicated that an ambulance was called and when they arrived, they checked the patient¿s blood sugar and the bg meter displayed 29mg/dl. The paramedics administered the patient with intravenous (IV) therapy. The contents of the IV is unknown. At the time of contact, the patient was stable and back at work. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.